Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a detached sensor wire that required medical intervention. The sensor was inserted on (B)(6) 2019. The patient reported that the wire remained in the skin. The patient was evaluated by a physician, the area was numbed, incised and the wire was removed. The event occurred two days after the sensor had been inserted. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.